Event description:
During a coronary stent procedure, the wire became caught under the stent upon removal. The tip of the wire fractured and the patient went to surgery for bypass. The distal tip remains in the patient. Patient status is listed as "ok".